Event description:
During an on-site visit, the hosp notified the MFR that the nursing unit encountered an issue with an intravascular administration set including the q2 extension set manifold. It was only reported that the set had a leak at the manifold filter. The infusate at the time of the alleged issue was not provided. There were no pt complications reported as a result of the alleged event. No add'l info is available at this time. The set was returned to the MFR for analysis.

Manufacturer narrative:
Reference: (B)(4). Quest medical, inc has initiated an investigation through the CAPA system for this type of alleged issue. This specific event has been included in that investigation. The investigation thus far has identified several minor improvements and adjustments to increase process robustness. Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.